Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.